Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to deliver a shock during testing. There was no patient involvement.